Event description:
It was reported that on (B)(6) 2013, during a myosure procedure for uterine tissue removal, the first disposable device used was unsuccessful. The physician then used a second disposable device and the fluid deficit started to rise (amount unknown). A laparoscopy was performed and did not reveal a perforation. The physician continued the procedure and the fluid deficit went up to "1200ml." Another laparoscopy was performed and did not reveal a perforation. The procedure was completed and the patient was discharged home. On (B)(6) 2013, it was reported "the patient returned to the hospital on (B)(6) 2013 and was found to be septic and there was nick on the patient's bowel." The physician "repaired" the patient's rectum and the perforation. The patient is in the intensive care unit (ICU) with a colostomy bag, intubated and receiving "strong antibiotics." On (B)(6) 2013, it was reported, a perforation was noted on the bowel and the uterus. It is unknown if intervention was required for the uterine perforation. Additionally, it was reported "the colostomy is going to be reversed around 3 months from discharge." It is unknown if the patient has been discharged. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Myosure hysteroscope: according to the instructions for use (IFU) warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Myosure disposable: according to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).